Event description:
It was reported that surgeon was doing a tfna procedure and could not disengage the blade guide sleeve from the aiming arm and the locking device. Something within the instrumentation seemed to be cross threaded, burred, or nicked and not allowing for any movement or disengagement. Surgery was completed with a short surgical delay. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be reassessed. The product was not returned to medtech orthopedics; however, photos were received for review. The photo investigation revealed that ¿03.037.016, buttress/compression nut¿ has been scratched. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. The photo investigation revealed that ¿03.037.016, buttress/compression nut¿ has stripped and worn out and burr. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. For the other reported event, the reported condition cannot be confirmed as the provided evidence was not sufficient to confirm the reported event of unable to assemble or disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the buttress/compression nut would contribute to the complained device issue. Based on the investigation findings, buttress/compression nut was scratched because of component failure, and also stripped and worn out and burr because of end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.